Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the battery contact assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer later contacted physio to report that the issue reoccurred; however, in the most recent incident, power could not be restored. The customer advised that they performed some troubleshooting and determined that the cause of the reported issue was a 3rd party usb data cable being used with the device. Once the cable was removed, proper device operation was observed. The customer advised that the 3rd party usb data cable has been disposed of and is not available for further examination. No further power related discrepancies have been observed since the cable was removed.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself. The customer further advised that they were able to restore power by pressing the on button. There was no patient use associated with the reported event.